Event description:
Boston scientific received information that this guide wire catheter was pulled back and caused effusion. This product was never in service. No additional adverse patient effects were reported. This supplemental correction report is being filed as product model was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this guide wire catheter was pulled back and caused effusion. This product was never in service. No additional adverse patient effects were reported.